Manufacturer narrative:
The poly trial broke into two pieces. The threaded portion broke off the top of the trial with a small piece of the plastic from the top. Examination of the returned trials confirms the report. The device is over nine years into distribution and worn out. There are no other reports of any kind found against the product code in a search of the complaints databases; therefore none against the lot code. Product problem has not been identified. Corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The poly trial broke into two pieces. The threaded portion broke off the top of the trial with a small piece of the plastic from the top.